Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 2 months following the implant of a transcatheter valve, a transesophageal echocardiogram (tee) was performed and severe aortic insufficiency was noted. Approximately one month later, a computed tomography (CT) scan was performed which revealed the valve failed but due to an unknown reason. Additionally, the patient presented with congestive heart failure (chf) and was hospitalized. Subsequently, a non-medtronic transcatheter valve was implanted. It was noted that the patient had a mean gradient of 10 millimeters of mercury (mmhg) following the procedure.

Event description:
It was reported that approximately 5 years and 2 months following the implant of a transcatheter valve, a transesophageal echocardiogram (tee) was performed and severe aortic insufficiency was noted. Approximately one month later, a computed tomography (CT) scan was performed which revealed the valve failed but due to an unknown reason. Additionally, the patient presented with congestive heart failure (chf) and was hospitalized. Subsequently, a non-medtronic transcatheter valve was implanted. It was noted that the patient had a mean gradient of 10 millimeters of mercury (mmhg) following the procedure. Additional information was received indicating that the valve failure was severe aortic insufficiency. Additionally, the valve was elliptical in shape upon treatment. The patient had bicuspid anatomy with bulky calcium present. The non-medtronic valve was implanted valve-in-valve at node 5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.